Event description:
Pt came in for coronary fistula coiling. Coil became dislodged housing into the proximal circumflex. Three alerts deployed in circumflex to cover coil to the sidewall. Vessel open at the end of case. FDA safety report ID#: (B)(4).